Event description:
It was reported that during testing conducted at the manufacturer facility the cordless driver 3 was running without user activation. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
It was found that a trigger magnet had fallen out causing the ebox awake current to be high, which is the probable cause of the device running without user activation.